Event description:
It was reported that this pacemaker device exhibited noise on both right atrial (ra) and right ventricular (rv) channel along with low out of range pacing impedance measurements, measuring less than 200 ohms. Technical services (ts) reviewed and confirmed that the atrial tachy response (atr) episodes showed noise and oversensing on both leads and there was no pacing inhibition events in the arrhythmia logbook episodes. Ts recommended troubleshooting options. Additional information received indicated that both ra and rv were non-boston scientific leads and the physician wanted to know the exact value of the impedances and further evaluate if a new rv lead was required. This device remains in service. No adverse patient effects were reported.